Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so bd engineers were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml had foreign matter on the syringe. This was discovered before use. The following information was provided by the initial reporter: material no. 301035 batch no. Unknown it was reported a hair was found on the syringe. Was there an injury: no. Was there a death: no . I reached out to the customer on (B)(6) to clarify correct complaint information, I let the customer know we received a complaint description of "custom hip pack was opened at approximately 0735. Wrapping and information page was discarded into recycling and could not be found." She informed me the complaint should of been sent stating there was a hair found in the syringe. (B)(6)- customer provided updated complaint notification email with correct verbatim product description summary- at approximately 0840, 20 minutes after the surgical incision, there was a black hair detected on the 60ml syringe, which came within the custom pack.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml had foreign matter on the syringe. This was discovered before use. The following information was provided by the initial reporter: material no. 301035, batch no. Unknown. It was reported a hair was found on the syringe. Was there an injury: no. Was there a death: no. I reached out to the customer on 7/30 to clarify correct complaint information, I let the customer know we received a complaint description of "custom hip pack was opened at approximately 0735. Wrapping and information page was discarded into recycling and could not be found." She informed me the complaint should of been sent stating there was a hair found in the syringe. On 7/31- customer provided updated complaint notification email with correct verbatim product description summary- at approximately 0840, 20 minutes after the surgical incision, there was a black hair detected on the 60ml syringe, which came within the custom pack.